Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2007. Pt has experienced elevated levels of chromium and cobalt, lack of mobility, pain management, physical therapy, and mechanical dysfunction. Pt has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.